Event description:
It was reported that during patient use, a ventilator generated a loss of graphic user interface (gui) and loss of breath delivery (bd) error codes. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer reported they ran the ventilator and could not duplicate the reported malfunction. A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the bd-gui cable. The customer then reported they changed the cable and the device passed all testing.